Event description:
It was reported multiple intermittent temperature alarms occurred. Additionally, the pump declared multiple intermittent power source alerts. Reportedly, the customer dropped the pump in water. The customer's blood glucose was 236 mg/dl. Customer reverted to manual injections for alternate insulin therapy.